Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir had big air bubbles. The customer's blood glucose level at the time of incident was 114mg/dl. The customer states the rubber gasket in the reservoir compartment was damaged. Troubleshoot was conducted and the customer was assisted with priming air bubbles. The customer was advised the pump would be replaced and returned for analysis.